Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2024, product type: lead section d information references the main component of the system. Other relevant device(s) are: ubd: 08-feb-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The reason for call was pt cant communicate with the ins, and says they "have been feeling electrical shocks for a few days, since last week and I want it to stop" but pt cant connect with ins. Pt says they talked to a manufacturing representative (rep) today and was told to call pats. Pt had difficulty using the handset and communicator but eventually was able to do a reset on communicator and then connect to ins. Pt said they will now call rep to ask what settings they should move to. Additional information received indicated that the patient had a return of pain. It was reported that the patient's right lead has moved down one vertebral body according to x-ray. Reprogramming was done. The issue remains ongoing at this time.